Event description:
Rep explained that the surgeon was using non insulated forceps working thru the patients mouth. The mouth was being held open by a retractor. The likely cause of the incident occurred when the surgeons non insulated forceps touched the metal retractor, causing the bipolar circuit to short circuit and a burn to the patients lip.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.